Manufacturer narrative:
Corrected: b3 - date of event.

Event description:
It was reported patient lost effective therapy due to lead migration. As a result, patient underwent surgical intervention on (B)(6) 2025 during which the leads were explanted and replaced to address the issue. Therapy was restored post-operation.

Manufacturer narrative:
The results of the investigation are inconclusive since the devices were not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Manufacturer narrative:
Confirmation of migration by the lab cannot be made with product testing as this issue is commonly caused by some forms of physical activity, which can include trauma, such as falls and accidents. The report did state that the patient had a fall prior to the lead migration, which was confirmed with x-rays. Analysis of returned lead a found it had been cut during explant resulting in the return of two segments. Both the stimulation end segment and the terminal end segment were tested for continuity from contacts to corresponding bare wires and no opens were found.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported patient's leads have migrated after a fall. The issue was confirmed via x-rays. Surgical intervention may be pending to address the issue.